Event description:
Hill-rom received a report from a hill-rom tech stating the brakes are not holding. The bed was located at the account in ER room 11. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found all four casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all four casters to resolve the issue. Based on this info, no further action is required.